Manufacturer narrative:
The previously applied conclusion code (B)(4) is no longer applicable to the catheter. The results code (B)(4) and conclusion code (B)(4) pertain to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The catheter was replaced and returned to the manufacturer for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780 , serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: catheter. Evaluation conclusion code 22 applies to the pump and 92 applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving morphine (concentration 1 mg/ml, dose 0.3 mg/day) via an implantable pump for non-malignant pain. The event date was unknown but it was stated that the patient experienced no pain relief after implant. There were no factors that may have led or contributed to the issue. To troubleshoot the issue, a catheter dye study was attempted and they were not able to aspirate the catheter. A computerized tomography (CT) showed fluid collection under pump ¿I¿m¿ pocket. A catheter revision was done as an intervention; the surgeon checked the pump connector and it looked normal, the surgeon could not aspirate through the catheter access port so the catheter was explanted on this report date and replaced. The rep had the explanted catheter and would return it to the manufacturer (also reported as returned to manufacturer). At the time of this report, it was unknown as to whether the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable catheter (B)(4) confirmed through visual inspection that there was damage to the transition tubing. Correction: (B)(4) do not apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.